Event description:
The customer called to report a no delivery alarm during normal use. The customer had a blood glucose reading of 484 mg/dl, and stated that she was feeling very sick and was going to the emergency room to seek medical attention. Advised the customer to call back to troubleshoot the insulin pump once she returned from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.